Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm occurred. The user was not able to resolve the alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.